Manufacturer narrative:
Block b3: exact date unknown, event occurred five years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50 serial: (B)(6). Batch: 2000016660. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 2000016660. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 19591008. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 19591008. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was no longer receiving adequate pain relief. All device components were explanted and not returned due to facility policy. The patient was doing well.